Manufacturer narrative:
Investigation summary: based on the observations from the media inspection, excessive manipulation of the fiber during set-up may have contributed to the reported fiber body break. However, the exact cause that contributed to the excessive manipulation cannot be established. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, evaluation of a photo image provided by the customer was performed confirming the as reported break. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and the device caused or contributed to the complaint.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the physician found that the fiber was broken before inserting it in the patient. The physician could observed that the laser aiming beam (red light) did not reach the fiber tip. The laser aiming beam (red light) could be observed on a spot of the fiber body. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that a fiber break was confirmed, as functional analysis identified a fiber break between the input connector and the control knob. It is probable that there was excessive manipulation or bending of the fiber during set-up, likely contributing to the fiber body break. The interaction between the user and device caused or contributed to the observed and confirmed fiber damage. According to the instructions for use, do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested on the hene (helium-neon) test fixture. The testing conducted identified a break between the input connector and the control knob; aiming beam appeared at the break location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber tip did not exhibit any signs of debris adhesion or devitrification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the physician found that the fiber was broken before inserting it in the patient. The physician could observed that the laser aiming beam (red light) did not reach the fiber tip. The laser aiming beam (red light) could be observed on a spot of the fiber body. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the physician found that the fiber was broken before inserting it in the patient. The physician could observed that the laser aiming beam (red light) did not reach the fiber tip. The laser aiming beam (red light) could be observed on a spot of the fiber body. The fiber was replaced, and the procedure was completed with the second fiber without patient complications.